Event description:
It was reported while unloading a patient from the ambulance, the safety bar allegedly failed to engage with the hook and the cot tilted on its right side. The patient was secured to the cot but alleged she fell on her right side and banged her head. Details of any injury or medical intervention are unknown and were marked as confidential on the incident report.

Manufacturer narrative:
The subject cot was returned to manufacturer for evaluation. A visual and functional evaluation was conducted by a quality engineer; however, there were no observations of any malfunctions that would have contributed to the reported incident. A review of the safety bail did show wear patterns on the right side of the bar which is indicative of repeatedly unloading the cot out of the ambulance at an angle. Unloading at an angle can present the potential of the bar to not fully engage with the safety hook. Sufficient instructions are contained in the IFU for proper unloading technique as well as the importance of verifying the engagment of the cot with the hook prior to raising or lowering the undercarriage. Follow up conversation with the complainant confirmed the crew was able to complete the transfer of the patient on the cot; however, they did not have any followup information regarding alleged injury to the patient.

Event description:
It was reported while unloading a patient from the ambulance the safety bar allegedly failed to engage with the hook and the cot tilted on its right side. The patient was secured to the cot but alleged she fell on her right side and banged her head. Details of any injury or medical intervention are unknown and were marked as confidential on the incident report.